Event description:
The rn attempted to launch a small bowel capsule via launcher through an endoscope. However, the capsule was jammed in the launching hub. The capsule deployment wire was wedged between the capsule and launching hub. The endoscope was withdrawn by the physician and the capsule was deployed externally. After it was initially deployed outside the patient, the launching trigger broke and would not deploy a second time externally. The physician decided the small bowel capsule was not needed and proceeded forward with the endoscopy and colonoscopy. There were no further incidents and the patient did not experience harm due to this event.